Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading is 168 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.